Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump displayed a white or greyed-out screen with a white bar across the top, sometimes turning fully white when attempting to unlock or announce a meal, consistent with a display that was difficult to read and implicating the touchscreen; restarting initially resolved the issue, but the problem recurred and a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light¿related problem and a component-level issue affecting the touchscreen that resulted in the display being difficult to read. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.